Event description:
It was reported to medtronic minimed that the customer experienced sensor updating alert, differences in sensor and blood glucose value and pump was not giving insulin. Sensor glucose value was 204 mg/dl and blood glucose value was 800 mg/dl. The customer reported blood glucose value of 800 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis had an emergency room visit, was hospitalized and treated with intravenous insulin infusion. The customer also experienced symptoms of feeling sick/unwell, unable to sleep, threw up. The event involved product(s) mmt-1884, mmt-342g, unomedical, mmt-7040a. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, mmt-342g, unomedical, mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - removed FDA device problem code as 1535 for reason for report code ha920201. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per additional information received, it was reported to medtronic minimed that the customer no longer alleges discrepancy between sensor glucose and blood glucose.